Event description:
During the procedure a small metal piece came loose from the trocar and fell into the patient abdomen. It was not reported if the piece was retrieved however there was no injury reported.